Event description:
It was reported that the day after implant during the pre-discharge check it was noted that the sensing and threshold had changed, and the lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.